Manufacturer narrative:
The reported complaint was confirmed. Per clinical engineer, ordered parts were received. Defective parts will not be returned to manufacturer for evaluation as they wish to keep the old sensor since it is still functional with a little tape. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Diligence attempts are still ongoing for part return.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the pin that holds the lid together keeps walking. As a result, the customer used tape to hold the pins in place. The product was changed out and surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.